Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: the device was not returned for analysis. Although device investigation of the subject guidewire could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. The warnings section of the instructions for use (IFU) states: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action, if the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Based on the obtained information, it is presumed that the tip separation was due to pulling force exceeding the products design limit that was inadvertently given to the prowater guidewire while its distal tip was trapped by the deployed stent. Lot history review revealed no anomaly relating to the reported event and no other similar product experience reports were received.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: 3d, stent: 2.25 x 15 mm xience alpine. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (rca) with moderate tortuosity and no calcification. A bmw guide wire (gw) was then advanced to the lesion and it successfully crossed. A 2.25 x 15 mm xience alpine stent delivery system (sds) was deployed and post-dilated. When an attempt was made to treat a second lesion located distally to the implanted alpine stent using a non-abbott sds, the sds would not cross the lesion. The bmw gw was removed from the anatomy and a prowater gw was advanced to the lesion; however, the gw became caught on the proximal portion of the implanted alpine stent. Resistance was felt as the prowater gw was removed from the anatomy which resulted in the tip of the prowater gw separating and remaining in the anatomy. A new guiding catheter and a new non-abbott gw were used to advance the previously used non-abbott sds to the lesion in order to compress the gw tip with the stent to the vessel wall; however, the sds failed to cross. At this point, medication was administered to the patient and the procedure ended. The patient returned to the cath lab the following day at which time a stent was implanted over the separated guide wire tip. The patient remains stable. No additional information was provided.